Event description:
A journal article was reviewed that contained information regarding a right atrial lead and left ventricular leads. The failure mode noted in the article was dislodgment of one right atrial lead and six left ventricular leads. All the leads were successfully repositioned and appear at this time to have remained in use. Further follow up did not yet yield any additional relevant information regarding the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is not a way to know if this information has been reported on another medwatch report. The gender male was selected due to the majority (74%) of the study participants were male. Kristiansen hm, vollan g, hovstad t, keilegavlen h, faerestrand s. A randomized study of haemodynamic effects and left ventricular dyssynchrony in right ventricular apical vs. High posterior septal pacing in cardiac resynchronization therapy. Eur. J. Heart fail. May 1 2012;14(5):506-516.